Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.

Event description:
The customer reported that the cine function was not working. Which resulted in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no reports of patient injury associated with this event.